Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient h3:analysis of the 97745 controller (ptm) (serial number (B)(6) revealed lcd/case broken/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was failed back surgery syndrome and spinal pain. It was reported that the patient stated that they think "it" blew up. The patient stated they had been trying to charge the implant but could not advance past the home screen and they had to keep resetting the controller. The patient also stated that the night before last, the controller came up with memory problem screen. The manufacturer's patient services specialist (pss) walked the patient through removing the battery pack and plugging controller into the ac power cord; the patient confirmed that the controller powered on. The patient inserted the battery pack and confirmed that the controller had a solid green light and the ac power supply had a green light. The patient then connected the recharger and confirmed controller was blank and unresponsive. The controller only powered on when connected to the ac power supply. Pss confirmed battery pack was replaced oct 2023. The issue was not resolved. A replacement ac power supply and controller were sent out. No patient symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745, serial: (B)(6), product type: 0201-programmer patient brand name intellis; product ID 97745ac, serial: unknown); product type: 0001-accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient weight was received.